Manufacturer narrative:
The biomedical engineer (bme) reported that on (B)(6) 2023 at 2:00 am on the central nurse's station (cns) that a patient's bed dropped off the cns from a main unit and bedside monitor with no user interaction. No patient harm was reported. Bme provided log files from the main unit, bedside monitor & the cns to nihon kohden for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 12/11/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: model #: mu-671ra. Serial #: (B)(6). Device manufacturer data: 01/16/2017. Unique identifier (UDI) #: (B)(4). Bsm: model #: bsm-1733a. Serial #: (B)(6). Device manufacturer data: 11/11/2016. Unique identifier (UDI) #:(B)(4).

Event description:
The biomedical engineer (bme) reported that on (B)(6) 2023 at 2:00 am on the central nurse's station (cns) that a patient's bed dropped off the cns from a main unit and bedside monitor with no user interaction. No patient harm was reported. Bme provided log files from the main unit, bedside monitor & the cns to nihon kohden for further investigation.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The biomedical engineer (bme) reported that on 11/15/2023 at 2:00 am on the central nurse's station (cns) that a patient's bed dropped off the cns from a main unit and bedside monitor with no user interaction. No patient harm was reported. Bme provided log files from the main unit, bedside monitor & the cns to nihon kohden for further investigation.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that on (B)(6) 2023 at 2:00 am on the central nurse's station (cns) that a patient's bed dropped off the cns from a main unit and bedside monitor with no user interaction. No patient harm was reported. Bme provided log files from the main unit, bedside monitor & the cns to nihon kohden for further investigation. Investigation summary: review of the logs by nk engineering found it was determined that the cause of the issue was a software deficiency for the cns and an unstable network connection during the wlan transport process. Nk service team and nk cits are currently working with the customer to assess and improve their local network environment. Nk also plans to improve the cns software to better retain bsm information in case connection issues arise during wlan transport. The next cns software upgrade is estimated to be released in june 2024. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but none were provided. A2 - a6 b6 b7 attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: mu-671ra serial #: (B)(6) device manufacturer data: (B)(6) 2017 unique identifier (UDI) #: (B)(4) bsm: model #: bsm-1733a serial #: (B)(6) device manufacturer data: (B)(6) 2016 unique identifier (UDI) #:(B)(4) additional information: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow up, what type? H6: adverse event problem codes h10: additional manufacturer narrative on attempt # 2 for sections a2-a6, b6 & b7 the customer replied to the email stating tht the information requested was"not available".

Event description:
The biomedical engineer (bme) reported that on 11/15/2023 at 2:00 am on the central nurse's station (cns) that a patient's bed dropped off the cns from a main unit and bedside monitor with no user interaction. No patient harm was reported. Bme provided log files from the main unit, bedside monitor & the cns to nihon kohden for further investigation.